Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the device leaks blood through the connection between the needle and the tube holder. No impact reported.

Manufacturer narrative:
The d tab was updated due to new lot being added. D4. Medical device lot #: 3242442. D4. Medical device expiration date: 2026-09-30. H4. Device manufacture date: 2023-08-30. The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april- 10th. H.6 investigation summary: material #: 368835. Lot/batch #: 3087890 and 3242442. Bd received 54 samples (50 new and 4 used) for investigation. The used samples were evaluated by visual examination and the indicated failure mode for leakage within the hub with the incident lot was observed. Additionally, 10 of the unused samples along with 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of leakage within the hub was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage within the hub. Bd was not able to identify a root cause for the indicated failure mode. It is important to utilize the flash back feature of the device to confirm access of the vein before a blood collection tube is inserted. If a blood collection tube is inserted before the device has shown the vein is accessed, the tube vacuum can create a high-pressure force in the device hub causing blood to leak into the hub as seen in this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the device leaks blood through the connection between the needle and the tube holder. No impact reported